Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H4, h6 the device was not returned to depuy synthes for evaluation, , however photo was provided for review. Review of the provided photo revealed that the distal tip of the drill bit is broken. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the 310.507, drill bit ø1.5 w / marking l96/82 2flute would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Based on the investigation findings, the potential cause can be traced to end of life and it has been determined that no corrective and / or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Part: 310.507, lot no: f-20222, release to warehouse date: 03 oct, 2016, manufacturing site: werk selzach, supplier: sphinx werkzeuge ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6) 2023, that the drill bit split and a fragment of it remained in the patient's bone, affecting the patient. This report is for one (1) drill bit ø1.5 w/marking l96/82 2flute. This is report 1 of 1 for complaint (B)(4).